Event description:
It was reported that the right atrial lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device evaluation anticipated but not yet begun.